Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7071251.

Event description:
It was reported that high impedances were noted on both spinal cord stimulation leads. Reprogramming was initially successful, however, eventually patient had no stimulation and experienced an increase in pain. The patient underwent a revision procedure where the leads were removed and replaced. Post operatively, the patient was noted to have recovered.